Event description:
It was reported that pump screen stayed dark and pump would not turn on despite multiple attempts, and red light around button was blinking while pump vibrated regularly. There was no adverse impact to the customer¿s blood glucose level. Customer attempted troubleshooting steps with Technical Support, including button presses and charging pump with known working charger, but issue persisted, so pump was confirmed in warranty and scheduled for replacement, customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode before return, and was informed they would need to re-enter pump settings into replacement pump.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.